Event description:
During a percutaneous transluminal angioplasty (pta) to the right external iliac artery, it was reported that a smart control was delivered to the lesion. However, it could not cross the lesion. So after pre-dilatation was conducted with a balloon again, the smart control was delivered to the lesion again. However, it failed to cross. The physician retrieved it from the patient, and he found there was a gap between its distal tip and outer sheath and the outer sheath was withdrawn slightly. Therefore, the physician stopped using the stent delivery system and no dissection was observed. The procedure was completed by expanding the balloon repeatedly without placing stent. There was no patient injury reported. Initially, an approach was made from the left common femoral artery. The lesion was crossed with an unknown guidewire (035) and pre-dilation was conducted with a balloon(mustang, boston scientific). The lesion was moderately calcified and tortuous. The rate of stenosis was unknown. The product will not be returned for analysis.

Manufacturer narrative:
Additional information was received indicating that the product was stored and handled according to the IFU. The product was inspected and prepped according to the instructions for use. There was nothing unusual noted about the stent delivery system prior to use. It is unknown if the stent delivery system passed through any acute bends. There was difficulty encountered while advancing/tracking the sds towards the lesion. It is unknown if there was any unusual force used at any time during the procedure. It is unknown if the sds have to pass through a previously placed stent. During a percutaneous transluminal angioplasty (pta) to the right external iliac artery, it was reported that a smart control was delivered to the lesion. However it could not cross the lesion. So after pre-dilatation was conducted with a balloon again, the smart control was delivered to the lesion again. However, it failed to cross. The physician retrieved it from the patient, and he found there was a gap between its distal tip and outer sheath and the outer sheath was withdrawn slightly. Therefore, the physician stopped using the stent delivery system and no dissection was observed. The procedure was completed by expanding the balloon repeatedly without placing a stent. There was no patient injury reported. Initially, an approach was made from the left common femoral artery. The lesion was crossed with an unknown guidewire (.035¿) and pre-dilation was conducted with a balloon. The lesion was moderately calcified and tortuous. The rate of stenosis was unknown. Additional information was received indicating that the product was stored and handled according to the IFU (instructions for use). The product was inspected and prepped according to the IFU. There was nothing unusual noted about the stent delivery system prior to use. It is unknown if the stent delivery system passed through any acute bends. There was difficulty encountered while advancing/tracking the sds towards the lesion. It is unknown if there was any unusual force used at any time during the procedure. It is unknown if the sds have to pass through a previously placed stent. The product was not returned for analysis. A device history record (DHR) review of lot 16045562 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿stent delivery system (sds)- deployment difficulty-premature deployment (peripheral)¿ and ¿stent delivery system (sds)- failure to cross¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Vessel characteristics of moderate calcification and tortuosity may have contributed to the reported event. According to the IFU the user should note: stent placement is not indicated if the primary angioplasty is not technically successful. A technically successful angioplasty is one in which the guidewire and dilation catheter are passed through the lesion and dilatation of the lesion produces a lumen adequate to accommodate introduction of a csi. Following dilatation of the lesion, an arteriographic image should be recorded in order to determine the adequacy of the primary procedure. Measure the diameter of the lesion to determine the appropriately sized stent and delivery system. Note: because of the behavior of nitinol, which imparts an outward radial force, the stents are indicated for placement into vessels that are 1-2 mm smaller than the unconstrained diameter of the stent. Consult the stent selection table for available devices. Neither the DHR nor the information available suggests a design or manufacturing related cause for the reported burst; therefore, no corrective/preventive action will be taken.

Manufacturer narrative:
(B)(4). Concomitant products: unknown guidewire (035) , balloon (mustang, boston scientific) (B)(6). The product is not available for evaluation and testing. Additional information will be submitted within 30 days of receipt.